Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that fragments of the instrument were lost during procedure. Post procedure x- rays were performed to verify that no fragments had entered the patient. The imaging confirmed that no fragments were retained. Since x-rays were taken, the case is deemed as reportable.

Manufacturer narrative:
During the manufacturer's technical inspection, the error description provided by the customer, "fragments of instrument lost", could be confirmed. One of the two bayonet locks had broken off. This damage is attributable to changes in the material properties resulting from the advanced age of the shaft. Repeated mechanical stresses, strain during use, and multiple reconditioning cycles can gradually weaken the material. These effects are considered normal signs of wear. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. The event is filed under internal karl storz complaint ID: (B)(4).